Event description:
It was reported that one year two months five days post port placement procedure, the device allegedly difficult to flush. It was further reported that the device allegedly had a fracture. Reportedly, an additional intervention was performed for port removal from the right chest wall under local anesthesia and also to remove the fallen catheter. However, the patient is in good condition at present.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that one year two months five days post port placement procedure, the device allegedly difficult to flush. It was further reported that the device allegedly had a fracture. Reportedly, an additional intervention was performed for port removal from the right chest wall under local anesthesia and also to remove the fallen catheter. However, the patient is in good condition at present.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported catheter migration and difficulty in flushing issue. However, the investigation is confirmed for the reported catheter fracture and material separation issues as a complete circumferential break was noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.